Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured fusiform aneurysm measuring 11mm x 11mm located in the petrous segment of the left ica (internal carotid artery). Dual anti-platelet therapy was given to the patient. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (4.75mm x 18mm). During the procedure, balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed to resolve a small narrowing in the middle segment of the pipeline. Post angiography showed slow flow in the aneurysm. The patient is stable and without complications.